Event description:
It was reported that a shaft break was observed in a pta balloon dilatation catheter upon removal from the patient. The device was being used to treat an occlusion in the patient's left superior vena cava. During the first inflation, contrast was immediately observed exiting the device. The device was advanced and retracted without incident. Upon removal, the device was examined and a shaft break just proximal to the proximal balloon bond was observed. Another pta balloon dilatation catheter was used to successfully complete the procedure. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample was returned for evaluation. The catheter contained a shaft break, which was almost entirely circumferential. The shaft break was at the connection of the catheter shaft and proximal balloon glue joint. A few circumferential scratch marks were noted on the shaft surface approximately 1.2cm from the proximal balloon glue joint. The scratch marks were located proximal to the shaft break location. It is unknown how they occurred or if they were a contributing factor to the reported shaft break. Definitive root cause is unknown. The evaluation results confirm the complaint for a shaft break on the catheter. The event description states that the device was being used to treat an occlusion in the patient's left superior vena cava. This application represents an off label use for this device. Indications for use: atlas pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac arteries, and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This catheter is not for use in coronary arteries. The current IFU (instructions for use) states: inspection prior to use: carefully inspect the catheter for bends, kinks or other damage which may have occurred during shipment. Do not use product if damage is evident.